Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) fluoroscopy videos and one (1) fluoroscopic still image of the reported device was provided. The first fluoro video was taken pre-deployment (mechanical separation). The clip is attached to the delivery catheter (dc) shaft and grasped onto the leaflets in a fully closed position (~20° - 25°). The second fluoro video and fluoro still image were taken post deployment. In the still image the clip arm angle is denoted as 60.55°. This measurement was performed at the account on an unknown fluoroscopy machine and cannot be verified or adjudicated. However, it is apparent that the post deployment clip arm angle, as observed in the second video and still image, is opened beyond the typical fully closed position per the instructions for use (~10° - 30°) and there is a notable arm angle change compared to the pre-deployment state. Based on the significant clip arm angle change observed between the pre-deployment video and post deployment fluoro video/image, the reported post deployment clip opened while locked is confirmed. There are no other observations based on the cine provided.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, after following deployment, the clip opened from closed-20 degrees to roughly 55 degrees. It was noted that the clip reamained stable on the leaflets. No additional clips were implanted. The mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure.